Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was stated that "spd noted that multiple xia hook forceps had broken or cracked "v" springs."